Event description:
During a check in procedure at the manufacturer's service center, a ventilator delivered a services required message. There was no harm or injury reported. The device was evaluated and the complaint was confirmed. The device's internal battery was replaced to address the issue.